Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from an end user who reported that one (1) edge of the duoderm dressing was stuck onto the packaging, sterility was not compromised. No patient harm was reported as a result of this product malfunction.

Manufacturer narrative:
A batch record review was performed and no discrepancies were found. The sterilization certificate was reviewed and concluded that the associated lot was sterilized according to procedure. Process checks were performed and seal & packaging integrity was under continued surveillance. Quality assurance reviewed and released the product for distribution. No further action is required and this complaint will be closed and monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Follow up information received revealed that the product associated with this complaint was not used for a wound but to protect the skin of the heel of the foot. The product was cut to use only what was needed and the side that was stuck on the package was not used. The edge of the dressing was not welded into the packaging seam. One edge was stuck onto the package as if it was melted on that side along the edge. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).